Manufacturer narrative:
Additional information received on 2024-sep-17 determined that the information captured in manufacturer's report number 3004209178-2 024-18521 is from the same event. All follow up reports will be submitted under this report number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative provided the pump serial number.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that on (B)(6) 2024, an alert went off and the patient's symptoms appeared. The service code 87 regarding the pump in safe mode and service code 528 regarding pump motor stall recovery were displayed. The patient had not had magnetic resonance imaging, but the physician checked the pump and the dose rate had become a minimum rate. They were questioning the cause of the service codes 87 and 528. The physician reprogrammed the pump and the code was resolved. The physician was questioning if it would be safe to continue using the pump.